Manufacturer narrative:
The photo provided by the customer shows a black circle around the distal end of the primary set male luer to the connection of the female luer mating device indicating where the customer experienced the leak. The root cause of this failure was not identified.

Event description:
It was reported that the anti-siphon valve leaked at the connection to the non-pvc tubing set. The anti-siphon valve was pre-primed with a re-filled syringe prior to connecting it to the tubing set.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anti-siphon valve leaked at the connection to the non-pvc tubing set. The anti-siphon valve was pre-primed with a re-filled syringe prior to connecting it to the tubing set.